Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a lesion in the carotid artery with >75% stenosis. Aortic arch type ii. The mo.ma balloons were inflated with no issue and a cristallo ideale stent was placed without difficulty. However, when trying to pull down the mo.ma ultra after the case, the mo.ma ultra pulled down the stent and broke a few struts which got entangled in a rough surface on the mo.ma ultra. It was very difficult to remove the mo.ma ultra device. Negative pressure was held prior to and during retraction. The balloons were fully deflated prior to the removal attempt. The entire delivery system was removed. No intervention was required. The cristallo ideale stent did not remain implanted. A second cristallo ideale was used to complete the case. The patient is reported to be fine. No other clinical sequelae were reported. Evaluation summary: the mo.ma ultra device was returned with all accessories. Some broken stent struts of the cristallo ideale stent were also returned for evaluation. Damage was evident at the end of the guide wire exit port.

Manufacturer narrative:
(B)(4). Evaluation results: (distal balloon was positioned too deep in the eca resulting in stent damage during device removal).